Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that the tip sprung open during the procedure. There was no patient impact.

Manufacturer narrative:
Product analysis: visually, the tip off the inner cutter was lifted out of the outer cutter mouth opening which would have resulted in the reported event. No portion of the device became detached. A fracture occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 2nd proximal valley while moving in a clockwise direction which resulted in the observed fracture. The failure mode in the complaint sample could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.